Event description:
It was reported that the patient was scheduled for a full gastrectomy on wednesday. It was unknown if the surgery was due to disease progression or the device not working. The patient was currently an in-patient due to gastroparesis. The device was to be explanted at some point in time. It was later reported the day the same day that the patient was to have a partial gastrectomy. The healthcare provider (hcp) was likely going to remove the device on wednesday. It was stated that it did not seem to be working anymore.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).